Event description:
Npb received information which suggests that a ks330 unit stopped cycling while in patient use. There was no patient injury.

Manufacturer narrative:
The use of a full face mask is not approved with the ks330.